Event description:
It was reported that the ventilator did not reach the wanted pressure on assisted breaths. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not reach the wanted pressure on assisted breaths. The field service engineer ran simulated use test ventilation with user settings from the reported incident. The ventilator showed correct pressure for mandatory breaths and correct pressure for assisted breaths. It was concluded that the issue was clinically related. The ventilator was released for clinical use after passed tests and calibration procedures to manufacturer standards. No part was replaced and no further issues have been reported. The evaluation of received device logs shows several clinical alarms for e.g. Low/high respiratory rate, high leakage, peep low and high expiratory volume after (B)(6) 2020, which is the first date in the internal log. The last pre-use check before the event passed (B)(6). There are no technical error codes in the device logs. The conclusion is that the reported issue could not be reproduced during simulated test ventilation. Nothing in received device and trend logs indicates that the issue was caused by a ventilator malfunction.